Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Hence, we consider this to be an isolated incident.

Event description:
The valvulotome was damaged when it was injected. This resulted in blood leakage and when the surgeon attempted to change the blade head, she never succeeded.